Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppages occurred while the patient was connected to the power module. The patient was reportedly not symptomatic during the event. Log files were submitted, which confirmed the reported events of pump stoppages while connected to the power module. X-ray images of the percutaneous lead were received for evaluation, which appeared to show an area of concern near the distal end bend relief. The manufacturer¿s technical services team evaluated the patient's percutaneous lead and found a broken black wire while performing continuity tests. An external percutaneous lead replacement was subsequently performed after which the pump passed testing.

Manufacturer narrative:
The report of pump stoppages was confirmed via the submitted system controller log file and the evaluation of the replaced portion of the percutaneous lead. Approximately 8¿ of the external portion/distal end of the percutaneous lead (lead) was returned to the manufacturer for evaluation. Electrical continuity testing of the lead revealed that the black wire was open. Removal of the outer silicone jacket, clear bionate and braided shield revealed that the black wire was completely fractured adjacent to the metal connector. The observed wire damage appeared to be the result of cyclic flexing. There was no evidence of mechanical damage to the wires such as crushing or pinching. The lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation but no additional areas of compromised wire insulation were identified. If the exposed conductors of the fractured black wire contacted the braided shield while the pump was operating on the power module, the resulting short to ground would have caused the pump stoppages noted on the submitted system controller log file. The evaluation of the replaced portion of the percutaneous lead is consistent with the reported event of pump stoppages while operating on the power module, the on-site continuity test performed by technical services, and the evaluation of the submitted x-rays. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years. Device evaluated by manufacturer: the patient remains ongoing and continues on lvad support with no further issues reported; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.